Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 124mg/dl, 35mg/dl. Tests were done within <10 minutes with a difference of 79mg/dl. Pt did not experience any adverse events. No further info has been reported. Note - customer cleaning meter incorrectly.